Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasion was noted at 28.4cm to 28.7cm and 30.3cm to 30.5cm from the distal tip consistent with lead friction to another device or feature of the heart breaching the optim sheath only. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.